Manufacturer narrative:
Pt reported he cleaned out the infusion device with a cotton swab and his blood glucose levels are down to normal range. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Event description:
On (B)(6) 2011, pt reported receiving an e6 (mechanical error) message. Advised pt on the correct type of battery to use. Assisted pt with the change the cartridge process; was successful in clearing the e6 (mechanical error) message. Pt stated a couple of weeks ago, a piece of the threading on the infusion adapter got in between the infusion set tubing where it connects to the infusion device and the insulin cartridge. Pt reported, he was receiving elevated blood glucose levels and attempted to change the insulin cartridge and the infusion tubing. Pt stated that is when he noticed the piece of threading blocking the connection. Pt reported, he pulled it off with a pair of tweezers. Pt stated, he has only changed the infusion adapter twice. Advised on proper adapter changes. Pt reported insulin went into the cartridge chamber. Pt stated, he self treated by taking injections. Pt reported, he did not receive any type of error messages. Pt reported, his blood glucose levels were above 600 mg/dl. Pt's target blood glucose is less than 120 mg/dl. Pt stated enough insulin went into the chamber to pour out.